Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-01558. It was reported that patient experienced lead migration. Reportedly, one of the lead migrated inferiorly to the intradural and the other lead migrated inferiorly and laterally. As a result, patient underwent surgical intervention on (B)(6) 2019 wherein, both leads were disconnected from the ipg and new lead implanted superiorly to the migrated leads. Effective therapy was restored.